Event description:
The customer reported that the system's monitors were dark and the images were unclear. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was worked on. No further info is available.